Event description:
It was reported by the aci distributor that a female patient underwent an interventional coronary procedure on (B)(6) 2013. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted into the procedural sheath up to the white shaft marker. The balloon was inflated until the black marker was fully visible on the inflation indicator and the stopcock was closed. The device was pulled back to the second stop. When the physician went to shuttle the sealant down, the shuttle "could only advance for about 20mm", it was not possible to shuttle further. The device was removed and the patient was converted to manual compression for 4 hours. Then a femostop was applied for 1 1/2 hours and a pressure bandage was applied. The patient was hospitalized for reasons unrelated to the mynx device / mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1304403) indicated that the device lot met all established performance criteria prior to shipment.